Event description:
Distal end of the polyaxial screw driver twisted during a case, due to the patient's hard bone, as reported by the sales rep. Surgeon then tried to insert a screw and the driver tip deformed. There was a deviation from standard surgical technique to awl, drill, tap and screw insertion. No patient harm or injury was observed. Surgery was completed.